Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2022-01103. It was reported that during an elective ipg replacement on (B)(6) 2022, the physician discovered that the first contact of both extensions was broken. In turn, the physician had to use lead adapters to complete the procedure. Surgical intervention may take place at a later date to address the issue. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.